Manufacturer narrative:
H6 - medical device problem code 1494 clarifier: indication for use. The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The sheath was upsized to a 25f sheath, and the mitra clip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. It should be noted that the prostyle instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. In this case, the sheath size would not contribute to a needle to cuff miss and hemostasis was successfully achieved. As such, no letter will be required. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein with a prostyle device using the pre-close technique via a large bore sheath hole prior to an interventional mitra clip procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 25f sheath, and the mitra clip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.